Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following external defibrillation therapy, the device was noted to be in backup mode. The device had reached normal elective replacement indicator (eri), so the device was explanted and replaced and the event was resolved. The patient was stable with no consequences.